Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the stimulator was charged every day, but today it wouldn't quite charge. The status was checked with the handset and communicator, and error code 2703 appeared. The hospital was contacted and an appointment was scheduled. During appointment, an impedance abnormality was detected in the electrode being used for electrical stimulation, so that was the reason the error code was displayed. Therefore, it was decided by the physician that stimulation would be performed using an electrode in which no impedance abnormality had been detected. No patient complications were reported as a result of this event.